Event description:
Prior to a aaa repair on patient was pre-operatively foreseen to have a proximal type I endoleak due to inadequate anatomical morphology (inverted funnel-shaped infrarenal neck) and sizes determined pre-operatively: the infrarenal proximal aortic segment measured less than 15mm in length, ranging from 21-25mm in diameter. Patient also had aorta that was circumferentially lined with thrombus. The main body with a diameter of 28mm was selected to the size of the maximum diameter of the infrarenal proximal aortic segment. Final endocardiogram verified the presence of type I endoleak, which necessitated additional ballooning of the proximal neck. Endocardiogram following the ballooning exhibited that the type I endoleak had not ceased, therefore, another manufacturer's stent was placed for cessation of the type I endoleak. As the third endocardiogram proved that the endoleak was minimal enough to conclude the procedure. Post-operative examination confirmed that the endoleak had already ceased. Although the physician foresaw the type I endoleak, he placed the zenith devices at the patient's request.

Manufacturer narrative:
Evaluation: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in failing to adequately plan for the correct placement of the device in the patient's adverse anatomy.